Event description:
(B)(4). The event is reported as: dr was trying to push port in the pt and it snapped in half. No report of pt injury.

Manufacturer narrative:
Sample has been received, but investigation report is not complete at time of this report. A f/u report will be sent when available.